Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided:' there was no restenosis or thrombosis noted in the implanted stent. No intervention was performed. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID (B)(6). It was reported that the procedure was performed on (B)(6) 2019 to treat a lesion in the mid left anterior descending (lad) artery. The 3.0 x 18 mm xience sierra stent was implanted. On (B)(6) 2019, the patient was re-hospitalized with persistent exertional chest pain. Medication was administered. An electrocardiogram was obtained and noted no findings suggestive of myocardial infarction. The event resolved on (B)(6) 2019. No additional information was provided.